Event description:
Info received indicates the brake steer function is not working properly. The brake caster wheels will hold but the casters would not ratchet and the steer was not functioning.

Manufacturer narrative:
The tech found the casters and the brake system was worn. He replaced the four casters and the worn components in the brake system to repair the stretcher.